Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. The customer reported a ¿lo¿ (readings less than 40 mg/dl) message on the sensor when compared to laboratory results. Based on the ¿lo¿ sensor scan, the customer self-treated by eating bread, but continued to receive unspecified low sensor scans. The further customer reported not ¿feeling well¿ and self-presented at the hospital where a laboratory result of 38 mmol/l (684 mg/dl) was obtained and the customer was diagnosed with hyperglycemia and treated with unspecified ¿IV drip¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. The customer reported a ¿lo¿ (readings less than 40 mg/dl) message on the sensor when compared to laboratory results. Based on the ¿lo¿ sensor scan, the customer self-treated by eating bread, but continued to receive unspecified low sensor scans. The further customer reported not ¿feeling well¿ and self-presented at the hospital where a laboratory result of 38 mmol/l (684 mg/dl) was obtained and the customer was diagnosed with hyperglycemia and treated with unspecified ¿IV drip¿. There was no report of death or permanent injury associated with this event.